Manufacturer narrative:
The events are not addressed in the label. This is the first reported event of cardiac ischemia during the injection procedure. Based on current information the event is assessed as very rare. No remedial/corrective/preventive/field safety corrective action will be initiated at this stage. However, monitoring of possible similar medical complaints will continue. This case was submitted as a follow up due to incorrect product information.

Event description:
On (B)(6) 2015, the galderma medical services call center received from a representative a call with an adverse event initially received from the reporter, a physician, on (B)(6) 2015. A (B)(6) female patient developed chest pain and chest tightness during a procedure with perlane-l and restylane silk on (B)(6) 2015. The patient went to an emergency room (ER). At the ER, EKG (electrocardiogram) was fine, and the patient was found to have no sign of heart attack. The patient had unspecified injections before without any problems. The physician did not think the event was due to perlane-l or restylane silk. The reporter assessed the events as non-serious and unlikely related. On 14-aug-2015, the galderma medical services call center received from a physician assistant, se, a call with additional information. On (B)(6) 2015, the physician assistant was informed by the patient that the patient did not have a heart attack on (B)(6) 2015. The patient's angio CT was clear, the cardiac enzymes (ck and troponin) were temporarily elevated, but returned to normal, and the EKG was normal. The patient was discharged from the emergency room (ER) with a prescription for lipitor (atorvastatin calcium), aspirin (acetylsalicylic acid) and a blood thinner as prophylaxis and was referred to a cardiologist. No additional information was provided by the physician assistant. On 08-sep-2015 a follow up report was received from the physician. The physician reported that the patient had no significant medical history and was taking no concomitant treatments. The physician reported that the patient had received sculptra injections in the face on (B)(6) 2012, (B)(6) 2013. The physician reported that the patient received restylane silk in the left infraorbital lateral edge on (B)(6) 2015. The patient also received perlane-l (lot no 12987 and 13552) into the bilateral temples and lateral jawlines with the provided needle supraperiostally to the temples. The patient received 1cc total to bilateral jawline which was placed with a 25 gauge cannula. The physician reported that on (B)(6) 2015 the patient experienced chest pain and chest tightness. The patient went to the emergency room and was given nitroglycerin which decreased the pain from a 10 to a 5. An EKG was clear and a CT angiogram was performed. The patient received an aspirin after the nitroglycerin and was kept overnight, and released the next day. The patient was given the following discharge medications: lipitor, aspirin and an unspecified blood thinner. The patient was diagnosed as having had a mild myocardial infarction. The reporter assessed the events as serious and possibly related.

Manufacturer narrative:
The events are not addressed in the label. This is the first reported event of cardiac ischemia during the injection procedure. Based on current information the event is assessed as very rare. No remedial/corrective/preventive/field safety corrective action will be initiated at this stage. However, monitoring of possible similar medical complaints will continue.

Event description:
On (B)(6) 2015, the galderma medical services call center received from a representative a call with an adverse event initially received from the reporter, a physician, on (B)(6) 2015. A (B)(6) female patient developed chest pain and chest tightness during a procedure with perlane-l and restylane silk on (B)(6) 2015. The patient went to an emergency room (ER). At the ER, EKG (electrocardiogram) was fine, and the patient was found to have no sign of heart attack. The patient had unspecified injections before without any problems. The physician did not think the event was due to perlane-l or restylane silk. The reporter assessed the events as non-serious and unlikely related. On (B)(6) 2015, the galderma medical services call center received from a physician assistant, se, a call with additional information. On (B)(6) 2015, the physician assistant was informed by the patient that the patient did not have a heart attack on (B)(6) 2015. The patient's angio CT was clear, the cardiac enzymes (ck and troponin) were temporarily elevated, but returned to normal, and the EKG was normal. The patient was discharged from the emergency room (ER) with a prescription for lipitor (atorvastatin calcium), aspirin (acetylsalicylic acid) and a blood thinner as prophylaxis and was referred to a cardiologist. No additional information was provided by the physician assistant. On (B)(6) 2015 a follow up report was received from the physician. The physician reported that the patient had no significant medical history and was taking no concomitant treatments. The physician reported that the patient had received sculptra injections in the face on (B)(6) 2012, (B)(6) 2013 and (B)(6) 2013. The physician reported that the patient received restylane silk in the left infraorbital lateral edge on (B)(6) 2015. The patient also received perlane-l (lot no 12987 and 13552) into the bilateral temples and lateral jawlines with the provided needle supraperiostally to the temples. The patient received 1cc total to bilateral jawline which was placed with a 25 gauge cannula. The physician reported that on (B)(6) 2015 the patient experienced chest pain and chest tightness. The patient went to the emergency room and was given nitroglycerin which decreased the pain from a 10 to a 5. An EKG was clear and a CT angiogram was performed. The patient received an aspirin after the nitroglycerin and was kept overnight, and released the next day. The patient was given the following discharge medications: lipitor, aspirin and an unspecified blood thinner. The patient was diagnosed as having had a mild myocardial infarction. The reporter assessed the events as serious and possibly related.